Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air leak in the product packing of a minicap. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed on the samples with the naked eye. The sample was received with the aluminum foil peeled. The reported condition was verified. The sponge was also found fully separated from the cap. The sample did not meet specification for the reported issue. The cause of the reported event and of the sponge separation from the cap could not be determined. A nonconformance has been opened to address the issue of the sponge being separated from the cap. Should additional relevant information become available, a supplemental report will be submitted.